Event description:
It was reported that a balloon rupture occurred. The stenosed target lesion was located in the basilic vein. A 6.0 x80, 75cm gladiator elite balloon catheter was advanced for dilation. During pressurization, it was found that the balloon could not maintain pressure. The pressure was immediately withdrawn, and the balloon was removed. After examination, it was found that the balloon leaked liquid and it could not continue to be used. The procedure was completed with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
E1 - initial reporter phone: (B)(6).

Event description:
It was reported that a balloon rupture occurred. The stenosed target lesion was located in the basilic vein. A 6.0 x80, 75cm gladiator elite balloon catheter was advanced for dilation. During pressurization, it was found that the balloon could not maintain pressure. The pressure was immediately withdrawn, and the balloon was removed. After examination, it was found that the balloon leaked liquid and it could not continue to be used. The procedure was completed with another of the same device. There were no patient complications as a result of this event. It was further reported that the target lesion was 63% stenosed, mildly tortuous and moderately calcified.

Manufacturer narrative:
E1 - initial reporter phone: (B)(6). B5. Describe event or problem: added information, based on additional information.